Event description:
An expired viperslide lubricant was used during an atherectomy procedure to treat the right superficial femoral artery. The patient was stable. No adverse events, procedural complications, or core lab findings were observed periprocedural or at the follow up in clinic.

Manufacturer narrative:
It was reported that the viperslide solution was used with an exceeding expiration date recommended by the manufacturer. Though the device was not returned to csi, investigation via communication confirmed that the expired solution was not disposed of when replacement solution was delivered to the site. The physician was not aware of the expired solution during the procedure. The error was observed during device inventory reconciliation. Stability studies performed on the solution have shown that viperslide is stable for twenty-four (24) months when stored at twenty-five degrees celsius. A batch review was performed on the lot number and all specification requirements were met. Based on the information received, it was determined that the cause of the reported event was due to a usage problem by the user. The diamondback 360 peripheral orbital atherectomy device instructions for use manual precautions to not use the product if the shelf life has expired. (B)(4).